Event description:
On 5/8/98 the pt underwent cardiac catheterization. On 5/10/98 the pt had an intra-aortic balloon balloon pump catheter inserted. On 5/14/98 the pt was found to have blood in the tubing of the intra-aortic balloon pump catheter necessitating change. A new intra aortic balloon pump was inserted under local anesthesia.